Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Hw1727 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high flows was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting (B)(6) 2017 to a peak of 6.9 watts on (B)(6) 2017. No alarms were logged for the past 14 days leading up to (B)(6) 2017. Of note, it was reported that the patient had elevated ldh levels and received tpa treatment after which the event was resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with dark urine and high flow. The patient was hospitalized. Their lactate dehydrogenase (ldh) was at 2470 and bilirubin was 1.8. The patient was on bridge to IV heparin with bolus of 10000ui and intraventricular tissue plasminogen activator (tpa). The event was resolved. No further patient complications have been reported as a result of this event.